Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. No product problem related to the customer allegation was observed. The sample was indicative of samples with a low viral load near the limit of detection (lod) of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received a potential false result for a patient¿s sample when tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6) 2021 run #1649 generated a sars-cov-2 negative, influenza a negative, influenza b positive result when analyzed on the cobas® liat® system (s/n (B)(4)). The patient¿s same sample was repeat tested on a different cobas® liat® system (s/n (B)(4)) run #1450 that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. The same sample was repeat tested and analyzed on a different platform the genxpert that generated a influenza b negative result. Patient sample was collected using nasopharyngeal in bd saline. The customer confirmed there was no allegation of harm to the patient. The positive and negative results were reported out to the patient and/or personnel treating the patient.